Event description:
Customer reported system is displaying a temperature sensor error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and system operates as intended.